Event description:
During a re-operation procedure on (B)(6) 2013, damaged ventricular lead was extracted. A new ventricular lead and the same atrial lead were then connected to the new pacemaker. When wave amplitude was measured from sensitivity test in test screen after the operation, atrial wave amplitude was not displayed and markers were normally displayed. Even after changing the mode (from ddd to ddi and aai), the atrial wave amplitude was still not displayed. After testing threshold, sensitivity test was performed again with ddi mode and atrial wave amplitude was normally displayed. An explanation is requested.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.